Manufacturer narrative:
The device was received for evaluation. During functional testing ,"ec 322" was not reproduced. A review of the event history log revealed ec322 (ec 322) messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred in biomed service department. There was no patient involvement. No additional information is available.